Manufacturer narrative:
(B)(4). The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances for this lot. A query of the complaint handling database revealed no other incidents for stent graft leak or poor ease of use reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the mid left anterior descending (lad) with the use of a non-abbott device. The 3.0 x 16 mm graftmaster was implanted, however, the perforation was noted as not being sealed and the ease of use was noted as poor. A 3.0 x 19 mm graftmaster was used successfully and the perforation was sealed although ease of handling was also noted as poor. There was no reported adverse patient sequela or complications related to use of the device. There was no reported clinically significant delay in the procedure. No additional information was provided